Event description:
Reporter stated that pt's blood glucose was measured, using the suspect device, with a result of 76 mg/dl. Within 10 minutes, pt's blood glucose was reportedly retested, using the suspect device with a result of 178 mg/dl. Reporter did not indicate if any actions were taken based on the device results. Reporter also stated that, six days earlier, pt was found unconscious. Reporter indicated that p0t's blood glucose was tested, using the suspect device, with a result of 150 mg/dl. Emergency medical services were summoned, and upon their arrival (time delay was not provided) pt's blood glucose reportedly measured 23 mg/dl (on paramedics's blood glucose monitor). Reporter indicated that pt was treated with dextrose. No additional details of pt's treatment were provided. Technical support attempted to contact the pt on 3 occasions to gather addtional info about the event; however, they were unable to reach the pt. Technical support later contacted the original reporter and was advised that the pt's family had asked him not to provide additional details. Technical support requested the return of the suspect product and replacement product was shipped.